Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient is bilaterally implanted. The patient was seen for an annual review and in-situ measurements showed all channels with high impedance for the device on the left side. Previous in-situ measurements taken in (B)(6) 2015 showed normal results. The parents did not report any incident of trauma nor notice any decrease in the child's access to sound with the device. However, they did report that the child seemed more frustrated over the last month.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was seen for an annual review and in situ measurements showed all channels with high impedance. Previous in situ measurements taken in (B)(6) 2015 showed normal results. The parents did not report any incident of trauma or notice any decrease in the child's access to sound with the device. However, they did report that the child seemed more frustrated over the last month. An integrity test has been scheduled.